Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited over sensed noise and delivered inappropriate shock. The patient reported symptoms of tiredness and feeling overwhelmed. Additionally, atrial lead noise was noted. Programming changes were made to resolve over-sensing issue on ICD, and no intervention was performed for atrial lead noise. Patient condition was stable.